Event description:
It was reported that during a fast ventricular tachycardia episode therapy was delivered, but did not convert the arrhythmia. Programming change was made and a successful dft test was performed. Patient condition was good.